Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint was confirmed for a potential closure complication involving an angio-seal device that resulted in an interventional procedure. The exact root cause was unable to be determined. The likely cause was determined to have been use of a procedural sheath larger than indicated for the angio-seal device or use of a combination of closure devices for the access site (off-label use). The device history record (DHR) was unable to be reviewed since a valid lot number was not identified. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
A maude database search conducted on date found maude report #mw5141445. The event description states that's that following the implant of a transcatheter bioprosthetic valve, an 8 fr angio-seal vascular closure device vip failed. Requiring deployment of a covered stent to prevent possible hemorrhage. The stent was placed at the junction of the right external iliac and right common femoral arteries and resolved the issue.

Manufacturer narrative:
The product code/lot # combination was not provided by the user facility, which prevented a meaningful review of the device history. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.